Manufacturer narrative:
Per the sapien valve instructions for use (IFU), cardiovascular injury including perforation or dissection of the ventricle, myocardium or valvular structures that may require intervention are among the potential adverse events associated with overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, and balloon valvuloplasty. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Cine and tee images of the procedure were provided by the site for review. The images were reviewed by an edwards's physician and the following observations were made: observations: cine: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, no mitral annular calcification (mac). Bav x 1 stable. Good coaxial alignment. Good image intensifier angle (iia). The valve was positioned across the aortic annulus 1/3: 2/3 ventricular. No loss of pacing capture and ventilation held during valve deployment. The valve moves 4 mm aortic during deployment to a 2/3: 1/3 aortic. Post-deployment aortogram demonstrates no aortic regurgitation (ar). Selective angio of left main demonstrates possible coronary dissection vs. Local dissection with extravasation of dye noted just below left main coronary. Balloon angioplasty of left main ostium with reduction of extravasation. Echo: bulky calcification of the non-coronary (ncc) and left coronary (lcc) cusps - smaller than 0.5cm. Annulus 19.6mm, sinuses of valsalva (sov) 22.8mm. The difference is 3.2mm indicating sov obliteration. Impressions: anatomic risk factors for annular / coronary dissection include bulky leaflet calcification of the ncc and lcc and sov obliteration (sov 22.8mm - annulus 19.6mm = 3.2mm). Final risk factor for annular / coronary dissection is significant valve over-sizing which was not present in this case (23mm valve in a 19.6mm annulus) and this probably explains the localized nature of the injury without catastrophic bleeding. In this particular case, the root cause of the reported ruptured annulus cannot be confirmed; however, the review of the provided images suggested the presence of a possible coronary dissection vs. A local dissection. It appears that patient factors (i.e. Bulky leaflet calcification, sov obliteration) may have caused or contributed to the injury. There was no allegation of a malfunction of an edwards's device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report, there was a rupture of the aortic annulus during a transcatheter aortic valve replacement (tavr) procedure via transfemoral approach. The patient expired. Summary of the case: the aortic annulus diameter measured 19.4 mm. It was decided by the team to proceed with a 20mm balloon aortic valvuloplasty (bav) to determine if there would be any leak or occlusion of left main coronary artery. The simultaneous angiogram was done and showed no leak and the coronaries being perfused. The 23mm sapien valve was inserted through the 22fr sheath and positioned as recommended. The valve was deployed 60/40 aortic. When the rapid ventricular pacing (rvp) was discontinued post valve placement the patient was in asystole and pacing was re-started at 70bpm. The blood pressure was low and medications were given by the anesthesiologist. CPR was initiated and continued until the blood pressure was able to be maintained by the patient. Another angiogram was done and showed no left main artery perfusion and a guide was placed to attempt to open the artery. When it was engaged and CPR continuing it showed the vessel was open. The guide was removed. A blood gas was obtained and it was noted that the hemoglobin was 8 and it was originally at 12. The team was looking at the imaging to determine where a bleed was occurring.

Manufacturer narrative:
After another image shot the left main was not perfusing again, and a guide and wire were reintroduced. A stent was placed in the left main artery. All this was being done under CPR as the patient could not maintain pressure. Cpb was discussed but not used as they decided before the case with the family. Further looking to the transesophageal echocardiogram (tee) showed a pericardial effusion and then a pericardiocentesis was started. After draining some of the fluid around the heart the patient was recovering the blood pressure on her own. We were then able to look at the previous angio shots to see what might be causing the effusion. It was then noticed that there was a leak mid valve just inferior to the left main. It was determined by the team that this was a ruptured annulus and at that point all efforts were stopped and the patient was pronounced at 11:06 am (B)(6) 2012. Additional information provided by the edwards clinical specialist: the measured diameter of the sinotubular junction was 24.2mm, and the sinuses of valsalva (sov) measured 25.3mm. There was no severe ventricular septal hypertrophy. The aortic valve leaflets had bulky calcification. The degree of calcification of the stj and the aortic root was mild. The ejection fraction=50-55%. The image intensifier angle and the coaxial alignment of the valve/delivery system with the aortic annulus were good. Investigation of this event is ongoing.